Event description:
It was reported by the customer that a pyxis medstation es system application frozed. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that application frozed due to software issue. A technical support specialist dial into the station found database nearly 8.1gb so specialist shrinked database and followed the relevant knowledge article to disable the netbios, touch keyboard, and handwriting panel services. Additionally, the power management option for usb was unchecked, and the sfc /scannow command was executed to repair any corrupted files, thereby addressing the issue. The system functioned as intended after the technical support service troubleshooted the device.